Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned and reinserted to the ipg. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123221.

Event description:
It was reported that the patient was unable to set their system into MRI mode due to high impedances on one lead. Additionally, imaging confirmed that the lead detached from the ipg. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the lead migrated from c3 to c2.

Manufacturer narrative:
H6 correction: health effect - clinical code should not include (B)(6)- failure of implant as previously reported. H6 correction: medical device problem code should be 1171 disconnection rather than 1291 - high impedance.